Event description:
Procedure: lap sigmoid. According to the reporter: "48" after surgery the anastomosis in rectum was completely broken (dehiscence). Re-operation, where they made a temporary stoma. Prolongation of hospitalization.

Manufacturer narrative:
(B)(4).